Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece for evaluation. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. The lead connector passed insertion testing into the test ICD device and is-4 connector sleeve. Dimensional analysis of the connector boot was measured within the required product specifications. A visual and x-ray inspection of the lead revealed no anomalies.

Event description:
It was reported that loss of capture was observed on the left ventricular (lv) lead during the implant procedure. The lv lead was explanted and replaced to resolve the event and the patient was in stable condition.